Event description:
The patient received implants in 1976. She began to experience pain on the upper portion of her right breast near the axillae and subsequently on the left side. Both implants were removed with free silicone gel noted in the right capsule. Upon inspection, the right implant was observed to leak from the seal at the filler sitedevice labeled for single use. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Device used as labeled/intended.invalid data - regarding evaluation by user after event. Method of evaluation: visual examination. Results of evaluation: invalid data. Conclusion: invalid data. Certainty of device as cause of or contributor to event: yes. Corrective actions: other. Invalid data - on device destroyed/disposed of status.